Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in the severely tortuous and angulated distal rca (right coronary artery). The physician crossed the lesion with a 3.0x20mm balloon. The 5.0x24mm veriflex stent delivery system was advanced into the body twice and could not cross the lesion. When the delivery system was removed the stent dislodged into the descending thoracic aorta. The stent was retrieved using a snare and the case was concluded. No further patient complications were reported. The patient had timi 3 flow post procedure and was to be seen in the office for further medical management.

Manufacturer narrative:
The delivery device was received for analysis with the stent detached from the balloon. The stent was received in a plastic container. An examination of the delivery device found that the balloon had been inflated and was not refolded. A clear impression was visible along the length of the balloon of where the stent had been crimped initially. A visual examination of the stent found that the stent was stretched and flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in the severely tortuous and angulated distal rca (right coronary artery). The physician crossed the lesion with a 3.0x20mm balloon. The 5.0x24mm veriflex stent delivery system was advanced into the body twice and could not cross the lesion. When the delivery system was removed the stent dislodged into the descending thoracic aorta. The stent was retrieved using a snare and the case was concluded. No further patient complications were reported. The patient had timi 3 flow post procedure and was to be seen in the office for further medical management.